Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error. Disk analysis was performed which confirmed the battery of this s-ICD was depleting prematurely. Tones were noted to have been heard. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.